Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth saline implants on (B)(6) 2012 developed severe bilateral arm pain, extending from her shoulders to wrists, that began about a year ago ((B)(6) 2018). The patient will have an MRI soon. The patient does not know if the bilateral arm pain is related to her implants or her existing melanoma. The patient did not state at any time that her melanoma is related to her implants or possibly related to her implants. The patient stated she has had her implants since 2012 and has not experienced any issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.